Event description:
Rptr stated the bottle had been tampered with. Someone has taken out the solution and replaced it with sulfuric acid. Pt's contact lens melted onto her eyeball, and her eyeball has a blister on it. Rptr is 99% sure that the bottle was refilled with sulfuric acid. Bottom of the box had been opened, and resealed but the flaps were reversed. The flap with the lot and exp date on it was actually folded to the inside, and had been reglued. Pt claimed that the seal was still on the top of the bottle. The attending optometrist examined the eye and informed the complainant that the pt's epithelium of the eye had been complete;y removed by the suspect product. The pt was referred to an ophthalmologist for further treatment. Complainant retains custody of the remaining product. Complainant remarked that neither the pt nor the pt's spouse appeared to be the type or person to inflict self-injury for possible financial gain. In response to my question, the complainant did not know if there was some other individual that might wish harm to the pt. Complainant reports that all stocks of this product were removed from the store's shelves and are being held in the pharmacy. None of the bottles removed from the shelves appeared to have been subjected to tampering. Other local pharmacies were also contacted and advised of the situation. None have reported having found bottles bearing evidence of tampering.